Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that when the patient woke up in the morning he was hearing normally with the device. He then took a shower and all of a sudden stopped hearing. Patient denies trauma, accident, or illness.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally, an incomplete insertion during implantation surgery is noted on the implant registration card (irc) with 2 channels out of cochlea. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
It was reported that when the recipient woke up in the morning he was hearing normally with the device. After taking a shower all of a sudden he stopped hearing. The recipient denies trauma, accident, or illness. Re-implantation occurred on (B)(4) 2018.